Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 150 mg/dl during the phone call. Troubleshooting was performed and the insulin pump passed the prime and high pressure test. Advised the customer that the insulin pump was working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.